Manufacturer narrative:
Investigation summary: DHR- we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2103 (october 18-21st, 2018) during which 58 visual inspections were carried out without defects noted. Needles (#8281795) were assembled in machine #4407 on october 16-21st, 2018 during which 250 visual inspections were performed without defects noted related to assembly process. Bd has been provided with 10 reference opened samples, 2 opened reference samples of lot 181004, reference samples of lot 181008 and 1 affected sample of lot 181008. Visual inspection confirmed the white residue on hub surface of affected sample which bd identified as epoxy (adhesive used to join plastic part with cannula part). Reference samples were all ok. Conclusion(s): based on above results, bd determine the foreign matter detected by customer is epoxy (adhesive used to join metal part with needle plastic part - hub). Based on our experience, this issue occurred in the assembly process in which the adhesive is added to the hub, probably because of some temporary stoppage in the process or any readjustment of the epoxy dosage machine. As a consequence, higher quantity of epoxy was added to and felt down to nest cannula resulting in the observed issue. Taking into account our experience, the probability of occurrence of this non-conformance should be very low supported by the low percentage of defects identified in our routine in-process inspections.

Event description:
It was reported that bd microlance¿ needle had foreign matter on the needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ needle had foreign matter on the needle. No serious injury or medical intervention was reported.